Event description:
It was reported by the customer the product was used in an unk procedure. It was reported the stapler failed after four firings and the remainder of the staples did not release from the stapler. At that point another stapler was opened and the same problem occurred. A third stapler was used to complete the case. There was no consequence to the pt.